Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The subject device was disassembled, and we confirmed that water had invaded the internal printed-circuit board of scope connector. Based on the results of the investigation, although the error code was not reproduced, we presume that moisture adhered to the immerged the internal printed-circuit board, causing a short circuit between the contacts with the moisture, and that the video system center detected an abnormality, signaling "e315" error message. As moisture evaporated, we believe that the suggested event was not reproduced. As a leak was detected in the instrument channel, we presume that water invasion occurred in that area. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use: chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment" in the operation manual of the gif/cf/pcf-290 series operating instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had a scope error (error code e315). The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device and there were no reports of patient harm.